Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and a faulty cable caused damage to the charged coupled device (ccd) resulting in no image. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the hd autoclavable camera head blacked out. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to failure of the cable and charge-coupled device (ccd). The cause of occurrence of failure of the cable and charge-coupled device (ccd) could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.